Event description:
Premature battery depletion was reported. The patient status after device explant and replacement is noted as 'ok'. No patient complications have been reported as a result of this event.